Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the main drawer 2.2 cubie pocket b5 had failed frequently, even after the pocket was replaced. A field service engineer (fse) checked all row board cable connections and tightened them to ensure secure placement. The fse then removed adjacent pockets to inspect for any foreign debris but found none. The fse replaced the row board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, main drawer 2.2 cubie b5 had failed repeatedly. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.